Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received that a smiths medical pnuepac vr1 air mix ventilator was being used as a demo device and had free flow. No adverse effects were reported.

Manufacturer narrative:
One pneupac¿ pneupac vr1 was returned for analysis. The unit was observed to have constant flow at every setting and not cycling after connecting device to gas supply. The settings were switched through a couple of times and started to cycle at the child and detent settings but would go into continuous flow again after switching through the settings again. Full testing could not be conducted due to the device being in constant flow, so the case was removed to investigate. The device was then run for 3 hours successfully without switching to continuous flow. Based on the evidence, the complaint was confirmed. The root cause was found to be because the number of lever operations must have exceeded the number of set-out in the requirement specifications; leading to the leak and failure of constant flow.